Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed a hematoma. Pocket evacuation was performed. At a follow-up visit, the hematoma had resolved and wound had healed appropriately.